Manufacturer narrative:
Preliminary analysis showed that the episode was not observed in the memory because it was previously sent by remote follow-up and was erased afterwards by another vf episode. The device operated as specified.

Event description:
Reportedly, on the (B)(6) 2015, a shock episode was displayed on smartview rms platform. A lead displacement and a shock due to oversensing were observed using the remote monitoring platform. However, the episode was not available in the device memory during the follow-up session.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2015, a shock episode was displayed on smartview rms platform. A lead displacement and a shock due to oversensing were observed using the remote monitoring platform. However, the episode was not available in the device memory during the follow-up session.

Event description:
Reportedly, on the (B)(6) 2015, a shock episode was displayed on smartview rms platform. A lead displacement and a shock due to oversensing were observed using the remote monitoring platform. However, the episode was not available in the device memory during the follow-up session.